Manufacturer narrative:
The blood glucose monitor was evaluated. There is a solid vertical line appearing in the middle of the display. Investigation unit (iu) observed that the location of the vertical line on the display does distort the digits during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.

Event description:
Patient reported there has been a vertical line on the meter display for the past year, and this line could cause misinterpretation of the results and bolus advice. The meter was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.